Manufacturer narrative:
The missing lot number was requested from the initial reporter. The initial reporter stated this information was unavailable.

Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 29 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported there was a biomechanical overload. The implant was torqued manually to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.